Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 380 mg/dl.. Customer states low battery alarm and changed the battery, but then the screen went blank and when it finally came up, the time and date was wrong. Customer changed battery again and set the time and pump seems to be working properly. The customer was assisted with troubleshoot and customer states display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump trace download analysis confirmed the pump alarmed power error 25, low battery alarm and replace battery now alarm. The power management tool confirmed power error 25, low battery alarm and replace battery now alarm was triggered when the backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the pump was monitored and functioned properly.